Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic troponin (accutni) results on one patient's sample within the risk stratification range. The patient's sample was analyzed four (4) times. The customer is questioning the low outlier of the four results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample is li heparin plasma and centrifuged at 3000 rpm, aliquoted, and re-centrifuged prior to analysis. The customer runs all accutni in duplicate. The customer uses a critical cutoff of 0.10 ng/ml. Qc was within the customer's established ranges prior to and after the erroneous result. A system check was performed on (B)(4) 2011 and met specifications. The customer performed a 10 point precision run that failed due to one low outlier. The customer performed weekly maintenance on (B)(4) 2011, which included a system check. The system check failed the washed portion with a %cv out high. The customer repeated just the washed portion of the system check and it met specifications. Per the reference manual, it is recommended to repeat the complete system check after troubleshooting. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a high sensitivity (hs) system check that met specifications. No hardware issues were noted. No clear root cause could be determined for this event.